Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician the device exceeded the expected temperature results. Damaged cable/cord/wiring due to normal wear was found as well as a damaged coupling, a leak and a worn hose. The device was repaired.

Event description:
It was reported that the customer indicated the equipment had internal rotor lock. Device was returned for service. Report 1 of 1 complaint (B)(4).